Manufacturer narrative:
Concomitant medical products: product ID 3889-28; lot# va1h3gc; implanted: (B)(6) 2017; product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot # (B)(4), ubd: 22-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. The caller was from the device-managing physician¿s office: it was reported the patient had a revision (B)(6) 2019. Caller has no information regarding the reason for the revision or what type of revision was performed. The patient reported she thinks the ins and wire were replaced. No further complications were reported or are anticipated.